Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found inside the bd plastipak luer-lok syringe during the drug aspiration. The following information was provided by the initial reporter, translated from portuguese to english: "found inside the 10ml syringe foreign body (unidentified). Not used in a patient, identified at the time of drug aspiration. Info received: the particle is inside the syringe."

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no records potentially related to the defect was observed. The image provided by the customer was verified and it was possible observe foreign matter inside syringe. Due the lack of sample it was not possible identify the fm, however according the picture the packaging was sealed the fm was originated during the packaging process. The retain samples for complaint batch were also analyzed and no nonconformances were observed. H3 other text : see h.10

Event description:
It was reported that foreign matter was found inside the bd plastipak¿ luer-lok¿ syringe during the drug aspiration. The following information was provided by the initial reporter, translated from portuguese to english: "found inside the 10ml syringe foreign body (unidentified). Not used in a patient, identified at the time of drug aspiration. Info received: the particle is inside the syringe."